Event description:
It was reported that the right ventricular lead had triggered a patient alert with an impedance of >200ohms. The lead also had been having fluctuating impedances and noise was produced during isometric maneuvers. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.